Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing. The epg passed all incoming testing. It was indicated that the lower case was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing while in use with a patient. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.